Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported "psi shows too high value while patient was anesthetized." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During this evaluation, the sensor passed visual inspection; however, failed continuity testing due to open r1, r2, l1, l2, cb, CT across the electrodes. Additionally, the sensor was returned used and could not be tested on forehead. Corrected data: (procode): updated from "dqa" to "mwi".